Event description:
It was reported that the catheter broke apart inside the pt. They were able to remove it in one piece and there was no harm or injury to the pt. Upon return of the product, it was noted that the catheter did not come apart but was kinked.

Manufacturer narrative:
One unit was returned and it was immediately noted that the catheter did not break apart as reported but was kinked. The torque testing results were reviewed from the catheter's device history record and met acceptance criteria. Additional torque testing was conducted on five samples from the same. All samples met acceptance criteria and far exceeded the minimum torque values. Merit's complaint database was reviewed and no additional complaints were filed against the same tubing lot number. The device history record was reviewed and no anomalies found. Based upon the investigation, no conclusions could be drawn. Method: merit's complaint database was reviewed. The device history record was reviewed. Results: catheter.